Manufacturer narrative:
Medtronic received the following information from the journal article entitled: ¿¿morbidity and mortality following endovascular repair of abdominal aortic aneurysms in the elderly¿¿ daniel silverberg, ahmad abu rmeileh, daniel raskin, uri rimon and moshe halak israel medical association journal 2020 vol 22, issue 1. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non-mdt stent grafts were implanted in patients for endovascular aortic repair. The following events were reported: serious injury: pneumonia, aspiration and copd exacerbation ischemic colitis aneurysm rupture sepsis distal embolisation leading to rhabdomyolysis, buttock necrosis and renal failure cardiac arrest gastrointestinal complications renal/urinary track complications respiratory complications bleeding limb occlusion cerebrovascular accident re-intervention death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.